Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular (rv) oversensing episodes were observed after a patient alert. Abbott technical support suspected the oversensing was related to a damaged or abandoned lead and recommended further lead testing. The patient was stable. Further information was requested but not received.

Event description:
The lead was replaced. Further information was requested but not received.